Event description:
It was reported that the sharps coll mexico 22.7l red lid was damaged. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: "at the moment of separation, the staff has noticed products with rupture in their lids. Damaged pieces: 02."

Manufacturer narrative:
Medical device expiration date: na. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter address 1: (B)(6). Initial reporter address 2: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: photos were received with the customer's complaint of broken lids. The lids were clearly broken and the customer's complaint was verified then sent to the manufacturer for further investigation. Potential root causes were found to be: non-controlled method to ship partial boxes to end user (re-packaging process). Non-controlled handling within distributor facilities. Mold damaged. Incorrect line clearance during the adjustments on injection molding process according to the DHR review process, the result showed there were no issues reported like lid broken ¿ damaged during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lids broken or damaged issue for the same lot (1245961) throughout the last twelve months.

Event description:
It was reported that the sharps coll mexico 22.7l red lid was damaged. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: "at the moment of separation, the staff has noticed products with rupture in their lids. Damaged pieces: 02.".